Manufacturer narrative:
(B)(4).

Event description:
It is reported that a zinger guide wire was damaged when the physician was inserting it in a coronary vein graft. The wire was removed from the hoop per IFU. It is unknown if the wire was inspected prior to use. During the introduction of the guidewire to the venous graft, a guide catheter and a balloon catheter were used to support the zinger. It is reported that it was impossible to insert the zinger. There was a lack of rotation when advancing. Excessive force was not used. The entire system was removed and then damage to the zinger was noted. The core and braid were reported to be broken, although it is reported that the corewire is in one piece. The procedure was completed with no further complications.

Manufacturer narrative:
Evaluation summary: received for analysis was one coiled up zngrs180hs zinger guide wire with original pouch and label matching the lot number listed in the complaint file. The whole length of the guide wire is present, from the proximal core wire to the distal tip ball. The guide wire was severely stretched from the proximal joint, resulting in a distal core wire break near the distal joint. The distal joint and the tip ball were intact. Closer visual inspection under magnification detected a sharp bend to the core wire at the break point. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the right femoral is very tortuous and the sheath ends at an acute angle in the iliac. The lca injection reveals an occluded lad just after the diagonal, but there is a little distal filling of the lad. Rca is occluded very proximally. Right coronary graft to pda appears to have 2 obstructions in the mid-portion without flow limitation. These might be residual valves. The lesion(s) have a complex structure. A second vein graft stump is visible, possibly to the lad. A stent is seen in the mid-rca graft prior to treatment on this occasion. Initial inflations take place in the stent, not at the site of the complex occlusion. Residual waist is seen in the balloons inflated at the stent site. Inflations and the use of 2 non-medtronic stents give a good result. It is unclear what the operator experienced, and at what stage, and why the wire would not advance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.